Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product family for this foley catheter product is unknown. Therefore, the product catalog number 129416 instructions for use were evaluated. Product catalog number 129416 was selected for evaluation due to the relatively high volume of units manufactured. The instructions for use state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Caution: do not aspirate urine through drainage funnel wall. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Valve type: use luer slip syringe. Do not use needle. Sterile unless package is opened or damaged. Single patient use only. Do not reuse. Do not resterilize. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Catheters should be replaced in accordance with the cdc guideline ¿guideline for prevention of catheter-associated urinary tract infection¿. At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. As with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. In medical use, unplug the temperature sensing catheter at the temperature monitor before activating electrosurgical or other types of direct coupled rf energy sources. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Note: compatible with appropriate 400-series temperature monitors. Interchangeability + 0.2oc at 37oc. Do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter. Do not exceed recommended capacities. Visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities 5cc balloon: use 10cc sterile water". (B)(4). The device was not returned.

Event description:
It was reported on (B)(6) 2017 that the device (arctic sun 5000, sn# (B)(4)) experienced an erratic temperature alarm while the temperature sensing catheter was in place. There was also an esophageal probe in place as a second temperature source. The temperature readings were not correlating. A call was placed to the ms&s troubleshooting line by the ICU nurse. During the call, the patient's temperature went from 38°c to 35.4°c. The current patient temperature was 36.4°c, the water temperature was 40°c, and the trend was increasing. There was good pad coverage with optimal flow. There was not impact to the patient's therapy. Therapy was continued on the patient, due to the temperature was confirmed through the esophageal probe. There had not been any problems cooling the patient, and the nurse stated that the problem could be the patient's condition and not the device. The nurse stated that he would keep an eye on the patient and call back if the device received any additional alarms. The patient reached warming temperature on (B)(6) 2017, per the nurse. The patient was a cardiac arrest patient with an anoxic brain injury. During the follow up calls, the nurse stated that he believed it was the temperature sensing catheter defaulting, as the problem was resolved after the catheter was replaced with an esophageal probe. The patient completed therapy. Later, the patient was placed on comfort measures and sent to a regular floor on (B)(6) 2017. It was stated by the nurse that the patient had been "down" too long before resuscitation was able to be provided, which lead to the anoxic brain injury. The patient 's cause of death was noted to be related to cardiopulmonary arrest with anoxic brain injury which lead to a brain hemorrhage. The ICU nurse stated that the patient's death was due to their condition and did not allege the death against the device. Clinical statement: the patient¿s reported death was an incidental element of the patient¿s medical history and is unrelated to the reason for the complaint. There is no indication, report or allegation that the device malfunction was related to the patient's death.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the device (arctic sun 5000, sn# (B)(4)) experienced an erratic temperature alarm while the temperature sensing catheter was in place. There was also an esophageal probe in place as a second temperature source.; however, the temperature readings were not correlating. A call was placed to the ms&s troubleshooting line by the ICU nurse. During the call, the patient's temperature went from 38°c to 35.4°c. The current patient temperature was 36.4°c, the water temperature was 40°c, and the trend was increasing. There was good pad coverage with optimal flow. There had not been any problems cooling the patient, and the nurse stated that the problem could be the patient's condition and not the device. The nurse stated that he would keep an eye on the patient and call back if the device received any additional alarms, as the patient stabilized during the call. Per the nurse, the patient reached the rewarm target. The patient was in cardiac arrest with an anoxic brain injury. During the follow up calls on 07/19/2017, the nurse stated that he believes it was the temperature sensing catheter defaulting, as the problem was resolved after the catheter was replaced with an esophageal probe. It was also reported that the patient later expired due to complications of the anoxic brain injury. The ICU nurse, stated that the patient 's death was due to their condition and did not allege the death against the device. Clinical statement: the patient¿s reported death was an incidental element of the patient¿s medical history and is unrelated to the reason for the complaint.  There is no indication, report or allegation that the device malfunction was related to the patient's death.